Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, which resulted in pacing inhibition. The oversensing was reproducible with isometrics and valsalva. Technical services discussed possible causes of the noise, including a competitive lead issue.